Manufacturer narrative:
Updated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that unit displays the vent inop error and the touch screen is not working. The customer reported there was no patient involvement.